Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. No a120 alarm were noted. Device passed rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test, no motor error alarm during testing noted. The motor was tested outside the device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer reported that the drive support cap appeared normal. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.